Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent far field r-wave (ffrw) oversensing. Additionally, the lead warning triggered, and the right ventricular (rv) lead exhibited high/undefined impedances and high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.